Event description:
It was reported that customer asked to investigate whether there was any equipment related trouble in an arctic sun device, as during patient use, the temperature was set to 36 c for rewarming, but it remained around 35 c and took a time to increase as expected. Per review of wo, there was no patient injury reported. Per follow up information received via mail on 02mar2026, the device will be sent to imi. The issue was not resolved yet; the original device was used.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive. The root cause could not be definitively identified. Per review of wo, there was no patient injury reported. Per follow up information received via mail on 02mar2026, the device will be sent to imi. The issue was not resolved yet; the original device was used. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer asked to investigate whether there was any equipment related trouble in an arctic sun device, as during patient use, the temperature was set to 36c for rewarming, but it remained around 35c and took a time to increase as expected. Per review of wo, there was no patient injury reported.